Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 2 cm long, 23 mm diameter proximally and diameter distally. The aortic neck had a 'c' shape with their being two 75 degree angulations at the top and bottom of the 'c'. The iliac limbs were moderate to severely tortuous and mild calcified and severely tortuous. Femoral vessels were 8.3-8.4 mm in diameter. The stent grafts were implanted without issue. The bifurcated stent graft was advanced and the tip was recaptured in the normal fashion; however, the tip of the delivery catheter caught on the suprarenal strut, due to severe angulation of aortic neck. The physician was able to get the tip to release from the suprarenal strut; however, the tip then was stuck on the second 75 degree angle. The stent graft was kinking laterally upon itself, creating a shelf and the tip of the catheter was caught kink. The physician manipulated the delivery catheter with a guidewire and had to perform abdominal compressions in order to remove the delivery catheter from the patient. The angiogram revealed that there was a type iii endoleak, fabric in the bifurcated stent graft were the delivery catheter was caught on the kinked area in the stent graft. The physician elected to treat the type iii endoleak, fabric with two aortic cuffs from another manufacturer and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (highly angulated proximal neck). Unapproved use of device (highly angulated proximal neck). Conclusions: device failure/lack of effectiveness related to patient condition (highly angulated proximal neck). Device failure related to user handling (highly angulated proximal neck).